Manufacturer narrative:
Siemens has requested more information for further investigation. Investigation will commence once information has been received. The cause of this event is unknown.

Event description:
The customer reported that they received discrepant high calculated hemoglobin (chgb) and hematocrit (hct) results compared to repeat testing of a different sample on a comparative instrument. There is no report of injury due to this event.

Manufacturer narrative:
The customer was unable to provide raw data files for the instrument at the time of the event and therefore investigation was unable to be performed. The certificate of analysis for the lot in use at the time of the event was reviewed. The card lot was meeting specifications at the time of release. There is no indication of a systemic product problem. The cause of this event is unknown.